Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank.

Event description:
Initial surgery was performed on (B)(6) 2025 for posterior and anterior ring fixation using curvafix in s1 and anterior column (parasymphaseal); high-energy fracture. 12 days post-op, the patient reported a "pop" an acute increase in pain. Follow-up found that curvafix implant (anterior column) backed out, resulting in loss of reduction. Revision surgery was discussed, which the patient declined. At this time, the patient is requesting no additional surgical intervention.

Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank.

Event description:
This is a follow-up report to document why the 30-day submission timeline was not met. During a review of complaint records on june 24, 2025, interview notes were discovered from an interview conducted with the surgeon on (B)(6) 2025 where information was provided which changed the reportability assessment from not reportable to a 30-day MDR report. The curvafix personnel responsible for complaint handling left the organization on may 13, 2025 and the notes from this event were not discovered until june 24, 2025 due to the lapse in personnel and communications, after the initial 30-day reportability window. Initial surgery was performed on (B)(6) 2025 for posterior and anterior ring fixation using curvafix in s1 and anterior column (parasymphaseal) high-energy fracture. 12 days post-op, the patient reported a "pop" an acute increase in pain. Follow-up found that curvafix implant (anterior column) backed out, resulting in loss of reduction. Revision surgery was discussed, which the patient declined. At this time, the patient is requesting no additional surgical intervention.